Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had low battery alarm. Customer did not received a low battery alert prior to the replace battery alert or replace battery now alarm. Customer stated that the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now alarm after low battery warning. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. On 12/19/2021 the customer alleged power loss alarm. The test p-cap locks properly in place in the reservoir compartment noted. Device received with scratched case identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) was within specification range, however the loaded voltage (loaded vlith) was not in range. In further full review in the device history, these battery related alarms were found: power loss alarm on 12/18/2021 at 09:38:48, replace battery alarm on 12/18/2021 at 06:00:00, 06:10:00, on 12/19/2021 at 12:00:00, 12:10:00, replace battery now alarm on 12/18/2021 at 06:31:00, 06:41:00, on 12/19/2021 at 12:31:00, insert battery alarm on 12/19/2021 at 12:36:12, device passed self test, sleep current measurement, active current measurement and displacement test. No unexpected power loss, replace battery, replace battery now, nor insert battery alarms during testing. Customer alleged for power loss alarm was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.